Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows: image blackout, fluid invasion in control body, distal body chip at channel opening at thinnest part, insertion tube severe discoloration at stage 1, pve electrical pin corroded, control body grip scratched, control body severe corrosion inside, fluid invasion in segment section, primary operation channel crimped at biopsy inlet t-pie, distal body abrasion, endoscope failed electrical safety test - plct failed wet leak test, leak at biopsy channel (large/ primary) inlet side, failed dry leak test, right/ left pulley wire frayed, pve electrical connector frame mild corrosion, segment corroded, fluid invasion in pve connector, pve connector housing scratched, fluid invasion to insertion tube, customer complaint confirmed, up/ down pulley wire frayed, ccd circuit board corrosion, chemical residue buildup on control body, right/ left control knob severe discoloration, fluid damage to light carrying bundle, fluid invasion in umbilical light guide cable, up/ down control knob/ lever severe discoloration, hole in # 2 remote control button cover, zoom lever touches rc button #3 when use, image blackout the device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 24-nov-2021, a device history record (DHR) review for model eg-2990i, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17-jan-2008 and had 1 failure found during in-process inspection for water leak. The device was reworked where the k-pipe was reconnected. The device passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope eg-2990i. In the event reported, the user states there was no video image. The timing is in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.